Manufacturer narrative:
Concomitant medical devices: 694965 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the atrial lead exhibited occasional p-wave undersensing, and the right ventricular (rv) lead exhibited high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.